Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged operative complication sustained by the patient. The fse inspected the da vinci system and no trouble was found. If additional information is received a follow-up MDR will be submitted to the FDA. Based on the information provided at this time, this complaint is being reported due to the following conclusion: while undergoing a da vinci-assisted surgical procedure, the patient sustained a bowel injury that was repaired with sutures. However, the root cause of the patient¿s operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted gastric bypass procedure, the surgical staff encountered a recoverable error message indicating that the da vinci system was unpaired from the trumpf table (a third-party surgical table). After recovering from the error message, the initial reporter claimed that they discovered that the patient¿s bowel had been cut. The surgical staff indicated that the instrument that cut the patient¿s bowel was a tip-up fenestrated grasper. The initial reporter indicated that the patient was ok and they were going to continue with the surgical procedure. The initial reporter claimed that the when the recoverable error message occurred, the following were not moved: the patient, the bed, and the arm installed with the tip-up fenestrated grasper instrument. The site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse advised the site that the system is designed not to move during a fault condition. The tse reviewed the site¿s system logs and identified a recoverable system error #25921 indicating that the trumpf table and da vinci system had become unpaired. On 29-jun-2018, an isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was able to pair the da vinci system with the trumpf table with no issues. The fse demonstrated to a scrub tech from the site and also the site¿s robotics coordinator that the robot does not move when a recoverable fault is generated. The fse ran all brake tests which passed. The fse tested the system and verified that it was ready for use. On 03-jul-2018, isi contacted the site¿s robotics coordinator. The robotics coordinator was present during the surgical procedure. She confirmed that a bowel ¿tear¿ occurred during the reported event that was a ¿few millimeters¿ in length. According to the robotics coordinator, the surgical staff stated that the tip-up fenestrated grasper instrument was involved with the bowel injury. However, the robotics coordinator could not provide an explanation as to how the instrument caused the bowel injury. The surgeon repaired the bowel injury with sutures. The robotics coordinator reportedly agreed with the fse that the da vinci surgical system did not move during the reported event.